Event description:
The customers stated that she tested her blood glucose using her 2 contour meters. The new contour meter read 506 mg/dl, while the other read 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of her test strips while comparing blood glucose results, so no product is available for return.